Manufacturer narrative:
A review of device memory revealed that the device declared eri after experiencing two consecutive charge times greater than the eri charge time limit of 18 seconds. The device passed a series of diagnostic tests to assess the performance of defibrillation, pacing, sensing, high voltage shocking, and diagnostic recording functions. The device's monitoring voltage was normal based on therapy use and programmed settings. Charge times in excess of the 18 second eri charge time limit triggered eri earlier than expected. This was due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available the event will be updated.

Manufacturer narrative:
Approximately one month later this device was explanted and replaced for analysis. The monitoring voltage at explant was 2.65 volts and the charge time was 18 seconds. It was discussed that the initial assumption was that the device had declared eri due to a 2.45 voltage, however, this additional information may indicate it was due to charge time. Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had a decrease in monitoring voltage from 2.71 volts to 2.45 volts in one month. Elective replacement indicator (eri) was declared. A device replacement procedure planned to take place at a date in the near future. To date, there have been no adverse patient effects reported.